Event description:
It was reported that during an unrelated lead revision procedure, the atrial lead exhibited noise. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation abrasion exposing the outer coil at 33.1 cm to 33.5 cm from the distal tip. The abrasion was consistent with exposure to constant friction to another implantable device. The abrasion found most likely contributed to the reported noise problem.